Manufacturer narrative:
A review of the device history records for (B)(4) was conducted and all processes asnd test criteria are within the medpor implant specification. Device not returned.

Event description:
The stryker sales representative reported that on (B)(6) 2011 the doctor was attempting to place a medpor cranial hemisphere implant during a cranioplasty and the implant did not fit properly. The sales representative stated that the implant was soaked in 180 degree + saline and it did not become as malleable as needed. The sales representative stated that the dome of the implant was too deep to fit the patient defect. The sales representative stated that the doctor completed the surgery using mesh and hydroset and that the patient is okay.